Event description:
Hyperglycemia that caused patient to be hospitalized after coma [diabetic hyperglycaemic coma]. Technical issue of novopen 4 [device issue]. Case description: this serious spontaneous case from egypt was reported by a consumer as "hyperglycemia that caused patient to be hospitalized after coma(coma hyperglycemic)" with an unspecified onset date, "technical issue of novopen 4(device issue)" with an unspecified onset date, and concerned a (B)(6) female patient who was treated with novopen 4 (insulin delivery device) from unknown start date and ongoing for "diabetes mellitus", , novorapid penfill (insulin aspart) (dose, frequency & route used-12-16 iu/ breakfast, about 21 iu/lunch and 13-15 iu/dinner., subcutaneous) from unknown start date and ongoing for "diabetes mellitus", patient's height: 169 cm. Patient's weight: (B)(6). Patient's body mass index was not reported. Current condition: diabetes mellitus (3 years ago and reporter could not confirm the diabetes type.), hypertension (2 years ago), neuropathy. Concomitant products included - milga(benfotiamine, cyanocobalamin, pyridoxine hydrochloride), erastapex(olmesartan medoxomil). On an unspecified date, the patient experienced the technical issue which caused hyperglycemia and was discovered by high undefined result on the glucometer last saturday. The hyperglycemia caused patient to be hospitalized after coma. The patient's acetone was +3 (unit was not reported) in urine. The patient was hospitalized for 5 days and the blood glucose level decreased while in hospital gradually from 500 mg/dl , 400 mg/dl , 300mg/dl till 250 mg/dl during discharge. Batch numbers: novopen 4: hvgn735, novorapid penfill: lr79g82. Action taken to novopen 4 was not reported. Action taken to novorapid penfill was not reported. The outcome for the event "hyperglycemia that caused patient to be hospitalized after coma(coma hyperglycemic)" was not yet recovered. The outcome for the event "technical issue of novopen 4(device issue)" was not yet recovered. Preliminary manufacturer's comment: 23-dec-2021: the suspected device (novopen 4) has not been returned to novo nordisk for evaluation. No conclusion is reached. Company comment: coma hyperglycemic is assessed as listed event according to the novo nordisk current ccds in novorapid penfill. Relevant information on final diagnosis, treatment given and action taken with novorapid penfill is unavailable for complete causality assessment. Elderly age of the patient and underlying diabetes mellitus are significant risk factors for the development of reported event. This single case report is not considered to change the current knowledge of the safety profile of novorapid penfill. Reporter comment: needle was reused for 2 or 3 days.

Event description:
Case description: investigation result: name: novopen 4, batch number: hvgn735 the product was not returned for examination. The batch documentation was reviewed. No abnormalities relating to the observed problem were found. The batch documentation has been reviewed and found to be normal. Name: novorapid penfill 3 ml 100iu/ml, batch number: lr79g82 the product was not returned for examination. A reference sample was examined. Nonconformity-related documentation was examined. No irregularities recorded and therefore no further action. The batch documentation was reviewed. An examination of a reference sample showed nothing abnormal. No abnormalities relating to the observed problem were found. Qa conclusion: according to the investigation on batch documentation of filling and inspection processes no abnormalities was seen during production or activities related to siliconization, friction or piston defect that could allow penfill to not deliver the insulin. So, the integrity of the batch can be guaranteed. The batch documentation was reviewed and found to be normal. Since last submission case has been updated with investigation result updated annex b,c,d,g codes updated in the device tab final report checked in EU/ca device tab is non-reportable selected as no malfunction updated as no device narrative updated narrative updated accordingly. Final manufacturer's comment: on 14-jan-2022: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Elderly age of the patient and underlying diabetes mellitus are significant risk factors for the development of reported event. H3 continued: evaluation summary name: novopen 4, batch number: hvgn735 the product was not returned for examination. The batch documentation was reviewed. No abnormalities relating to the observed problem were found. The batch documentation has been reviewed and found to be normal.